Manufacturer narrative:
Exact patient age unknown, but reported to be over 18 years of age. (B)(4) guide catheter broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual evaluation found that the guide catheter was detached and was missing. The stent was not returned. Push catheter was kinked and bent in several locations throughout and was also buckled. Pull wire cannula was displaced out of the rx port which was found kinked. A functional evaluation was not performed due to the condition of the returned device. The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the delivery system to bend/coil leading to interference between the guide catheter and push catheter. This can cause the guide catheter to kink and separate from the pull wire cannula during stent deployment. Efforts to deploy the stent could cause complications such as accordion kinks on push catheter and displacement of pull wire. Therefore the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a flexima rx stent was used during an endoscopic retrograde cholangiopancreotography (ercp) procedure performed in the bile duct on (B)(6) 2014. According to the complainant, during the procedure, when they tried to release the stent, they noticed that the inner catheter detached. The broken catheter was removed from the patient with forceps. The procedure was completed this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a flexima rx stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2014. According to the complainant, during the procedure, when they tried to release the stent, they noticed that the inner catheter detached. The broken catheter was removed from the patient with forceps. The procedure was completed this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.